Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-26821. It was reported the pt's ipg pocket had never healed correctly since the revision in (B)(6) (ref MFR report: 1627487-2014-03441). The pt underwent surgical intervention to remove the entire scs system. The pt is being doing better.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.